Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'ok', 'up' and 'down' buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged keypad tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The keypad cover was undamaged and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. Pump casing was opened and there was no evidence of moisture intrusion found internally. The keypad connector was undamaged and the wire was securely seated in the connector. Unrelated to the complaint, battery compartment cracks were found on the side of the compartment in the threads, above and below the grip pad. The audio bolus button cover was found to be torn while the button responded properly to presses.